Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly separated from the shaft of the catheter and could not be removed from the sheath. It was further reported that the entire sheath and balloon were taken out together and a new sheath was inserted. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the device allegedly had a break at the proximal balloon joint . It was further reported that the shaft of the catheter could not be removed from the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. The first photo shows that the device appeared bloody and the guide wire lumen was exposed .the device also had a break at the proximal balloon joint and the balloon has been covered by the sheath. The second photo shows that the device was bloody and the sheath has been removed from the balloon. The device had a break at the proximal balloon joint and the guide wire lumen was exposed. Therefore, based on the photo review, the reported break and retraction problem can be confirmed. Therefore the investigation reported for the catheter break was confirmed as the device had a break at the proximal balloon joint. The investigation reported for the retraction problem was also confirmed from the submitted photo that the inner guidewire lumen was pulled out from the catheter during the withdrawal. The retraction issue is likely the root cause for the proximal balloon joint break. However, the definitive root cause for the retraction issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.